Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was putting in her blood glucose reading and the device continued to scroll up. Customer stated the device suspended but she was able clear it. Customer's blood glucose was 140 mg/dl. Numbers continue to scroll up and would not stop. Customer does not recall any significant event that may have caused the keypad issue. She did change the reservoir two hours prior to alarm occurring. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip, case window corners and battery tube threads.